Manufacturer narrative:
An event regarding alleged loosening involving a simplex cement mix was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided medical records by a clinician indicated the following: there is no clinical or radiographic evidence to confirm ¿cement has come loose¿. Bone cement is not glue, it is a seating material similar to cementing a fence post into the ground. Inadequate cement mantel and poorly designed implant/cement interfaces can compromise fixation. There is no evidence that the properties of the bone cement used in this case were responsible for any clinical problems. Communication from stryker orthopaedics indicates the bone cement used in this case was not the subject of a recall. Device history review: a review of the batch manufacturing records indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event itself could not be confirmed, nor could the exact cause of the event be determined. A review of the provided medical records by a clinician indicated the following: there is no clinical or radiographic evidence to confirm ¿cement has come loose¿. Bone cement is not glue, it is a seating material similar to cementing a fence post into the ground. Inadequate cement mantel and poorly designed implant/cement interfaces can compromise fixation. There is no evidence that the properties of the bone cement used in this case were responsible for any clinical problems.

Event description:
Patient called and stated that she had a right knee replacement with competitor parts (B)(6) 2012. The bone cement has come loose on the top and bottom.